Event description:
Head broke off in mouth - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b pro sensitive clean electric toothbrush head broke off in her mouth. No injury was reported. 05-sep-2024 case update: the suspect product lot was c636. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
On 08-oct-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Head broke off in mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail stated that the oral-b pro sensitive clean electric toothbrush head broke off in her mouth. No injury was reported. On 05-sep-2024 case update: the suspect product lot was c636. No injury was reported. On 08-oct-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.